Event description:
A nurse at the facility reported 7 infiltrations using the flo-gard pumps in the last two years. This specific event was reported to have resulted in patient a requiring a skin graft and suffering from residual nerve damage. The facility has changed its practice since that case and infusions of dilantin are no longer given in hand veins. Baxter became aware of these reports when the nurse called to inquire if baxter has a pump with infiltration detection capabilities since they know this model did not. The facility did not blame the pumps for the infiltrations but attributed them to nurse error. Depsite baxter's efforts to obtain additional incident details, specific dates, specific patient information, medications involved, pump programming and set-up information, no additional information was made available.